Event description:
It was reported that the pump failed to recognize cartridges and prompted replacement attempts, leading to an inability to refill the cartridge. The blood glucose level was reported to be 180 mg/dl. The customer awaited the pump's return for further checks and received a replacement pump as part of the corrective actions.